Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler/liberty cycler set and the adverse event(s) of cloudy pd effluent and, pd effluent drain related issues leading to prophylactic antibiotic therapy for suspected peritonitis. However, there is no allegation, nor any objective evidence indicating the patient¿s liberty select cycler and/or liberty cycler set malfunctioned, or any fresenius product(s) issues caused or contributed to the patient¿s unconfirmed event of peritonitis. Additionally, based on the limited information made available, the exact cause of the patient¿s cloudy pd effluent and drain related issues, with subsequent prophylactic antibiotic treatment cannot be determined. Based on the available information and no allegation against any fresenius product(s), the liberty select cycler and cycler set can be excluded as the cause of the event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis patient contacted technical support and reported that the patient was having multiple (unknown) drain alarms but refuses to call technical support for troubleshooting. It was reported that the pd patient is elderly and has a hard time troubleshooting. Upon follow up, the pdrn reported that the pd patient came into the pd clinic on (B)(6) 2019 with drain related issues (issues not specified) and was noted to have cloudy pd effluent. The patient denied abdominal pain and was afebrile. With concerns for the possibility of peritonitis, a sample of pd effluent was collected for culture and white cell count and the patient was prophylactically treated with cefazolin and ceftazidime (1 gram each), both via intraperitoneal (ip) dwell for one dose. It is unknown if the patient received a confirmed diagnosis of peritonitis. The patient is continuing with pd treatment vial continuous ambulatory peritoneal dialysis (capd) until the replacement cycler is received. Additional information has been requested but has not been received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.